Manufacturer narrative:
The company representative confirmed the reported alarm "maintenance required code #4 (compressor over-temperature condition) in the error log. The company representative found that the air was being trapped inside the foam gasket on the right side of the pump compressor and power supply assembly due to an extensive amount of lint that was caught in the air slots on the power supply assembly. The company representative removed the rear panel and cleaned power supply muffin fan and removed pump compressor, removed top cover and company representative observed tha the grommet (part number 0348-01-0012) that protects pump cables from the metal housing was missing and replaced it. The company representative performed pneumatic performance service diagnostics, functional tests adn electrical safety checks. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reporter that while the unit was in use on patient, the unit generated the alarm "maintenance required code #4" (compressor over-temperature condition). No patient injury was reported.